Manufacturer narrative:
Due to the onsite device check and log analysis the problem could be narrowed down to the oxygen cartridge of the gas mixer. Both mixer cartridges (also for air) were replaced and sent in for investigation. The investigation on manufacturer site showed that the oxygen cartridge was polluted in the area of the dosage tappet. This pollution resulted in rough running of the tapped within its bearing, causing dosage deviations. When received for investigation, the tappet was almost free running again. On the concerned device, during running ventilation, the oxygen concentration was adjusted to 45% on (B)(6) 2016 (around 19:00h). Beginning on (B)(6) at 07:19am sporadic alarms were generated for low oxygen concentration (fio2low), which most likely can be attributed to the described cartridge problem. At 8:50am an alarm changed from fio2low to fio2high, followed by warm starts of the device. The users had reported that they heard a bang and then saw stop of ventilation. Possibly the dosage tappet had created the noise when it unsnapped. The problem with the oxygen cartridge was recognized by the internal device monitoring and within one minute three warm starts were triggered to restore ventilation. After that the device was switched off by users. The device behaved as specified for the given error and conducted warm starts to restore ventilation. During a warm start the evita xl opens the breathing system in order not to hinder spontaneous breathing. The complete event is accompanied by alarms.

Event description:
Please see initial report.

Manufacturer narrative:
Due to the onsite device check and log analysis the problem could be narrowed down to the oxygen cartridge of the gas mixer. Both mixer cartridges (also for air) were replaced and sent in for investigation. The investigation on manufacturer site showed that the oxygen cartridge was polluted in the area of the dosage tappet. This pollution resulted in rough running of the tapped within its bearing, causing dosage deviations. When received for investigation, the tappet was almost free running again. On the concerned device, during running ventilation, the oxygen concentration was adjusted to 45% on (B)(6) 2016 (around 19:00h). Beginning on (B)(6) at 07:19am sporadic alarms were generated for low oxygen concentration (fio2low), which most likely can be attributed to the described cartridge problem. At 8:50am an alarm changed from fio2low to fio2high, followed by warm starts of the device. The users had reported that they heard a bang and then saw stop of ventilation. Possibly the dosage tappet had created the noise when it unsnapped. The problem with the oxygen cartridge was recognized by the internal device monitoring and within one minute three warm starts were triggered to restore ventilation. After that the device was switched off by users. The device behaved as specified for the given error and conducted warm starts to restore ventilation. During a warm start the evita xl opens the breathing system in order not to hinder spontaneous breathing. The complete event is accompanied by alarms.

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that according to the customer the evita xl emitted a loud bang and after that the ventilation stopped and all displays got dark. The evita xl stayed off. The evita was disconnected by the user immediately and the ventilation was continued with another device. After switching on the device, the evita xl was functional again.